Manufacturer narrative:
This report is submitted on 22 oct 2020.

Manufacturer narrative:
This report is submitted on 29 sep 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. It was also reported that the patient was hospitalised due to this explant surgery.